Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a pt (age & gender unk), the device displayed a "bridge test failed" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.